Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No device analysis has been performed by the manufacturer. As reported, issue resolved at the time of call. Multiple requests for logs for analysis have been made. Issue resolved.

Event description:
A biomedical engineer from the site reported on behalf of the radiologic technologist (rt), that the previous day, when the rt was trying to enter patient information on the exam information page, the imaging system suddenly rebooted itself. The imaging system's on light began flashing as well and then when the system booted back up, it was fully functional. There was no patient present when this issue was identified.